Event description:
Comparison tests were performed using the customer's breeze2 and another meter. The breeze2 read 180 mg/dl while the other meter read 75 mg/dl. On another occasion, the breeze2 read 150 mg/dl, while the other meter read 85 mg/dl. The difference between all the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.